Manufacturer narrative:
One device was returned for analysis. Visual inspection found a separated upstream occlusion seal. A visual inspection was performed and the reported issue of corroded battery was confirmed, however device did not power up was not confirmed. The cause of the reported issue was unknown. As a result, the upstream occlusion seal and downstream occlusion sensor were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited corrosion at the bottom of the battery compartment. During physical inspection, it was found that there was a separated upstream occlusion seal. There was no patient involvement, no patient injury was reported.